Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 6945-65 lead, implanted (B)(6) 2000.

Event description:
It was reported that the patient was seen in the emergency room after receiving a shock. Interrogation noted occasional atrial undersensing during atrial tachycardia/atrial fibrillation episodes. An in appropriate shock was delivered for possible rapid ventricular response. The shock terminated the atrial arrhythmia with atrio-ventricular disassociation after the shock. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.